Event description:
It was reported that the patient with this insertable cardiac monitor (icm) device experienced an implant site infection. Due to this reason, the icm device was explanted. No additional adverse patient effects were reported. This icm device has not been returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.